Manufacturer narrative:
This report is submitted on august 11, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to an extrusion of the receiver/stimulator through the skin. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.